Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-feb-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the delay in signing into the server and station. A technical support specialist (tss) remotely logged into the environment as scheduled and performed reboots of the report, application, and database servers following the applicable knowledge article. Post reboot, tss verified that all pyxis services were running, confirmed successful message processing, purge activity, device synchronization, and normal server website access. Tss also investigated the reported slow login issue and identified that the server was unable to communicate with the network gateway while internal network communication remained functional, indicating a potential network routing or firewall issue. Tss guided the customer to engage the it/network team for further investigation, addressed inquiries regarding ldap/active directory authentication behavior, and continued research to provide accurate configuration details. The customer later confirmed that the issue had been resolved and requested case closure. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server delay in signing into the server and station. The customer reported that this malfunction was affecting the patient care. There were no adverse events or injuries reported based on this event.